Event description:
During follow-up, the unloaded battery voltage measure 1.9v after 6 months of service. An electrogram that evidenced an artifact that may be associated with a high-voltage output circuit short was observed. The charging history showed only two charges, one during implant and once for capacitor maintenance. The decision was made to explant the device.